Event description:
A malfunction alarm, specifically malfunction code 9, was reported by the customer. The customer's blood glucose level remained unaffected, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with instructions on how to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.